Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced arms 3 and 4 and also right master tool manipulator (mtm) for continued issues with arms 3 and 4 for engagement issues. Also even when there is no engagement issues on and off both arms instruments won't close all the way. Instrument tips wouldn't close all the way for both arms controlled by the mtm over two weeks or more of cases. The fse couldn't find anything wrong with it, so fse changed it out for customer satisfaction. System checked good per isi specifications. Isi received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) could not replicate the issue but confirmed the customer reported complaint via error logs for both usms. The unit was tested on an in house system and pass normal mode. The unit went through more testing on a patient side cart fixture test platform (pftp) and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The mtm2 was also returned for failure analysis, and the reported failure (grip calibration failure) was able to be reproduced during calibration (via matlab).

Event description:
It was reported that during a da vinci-assisted surgical procedure, that arm 3 instrument tips wouldn't close all the way on a needle driver and a medium-large clip appliers. Other instruments had no problem on the arm. The sterile adapter was reset several times and that didn't fix the problem. This has been a reoccurring problem on this arm and arm 4 for a few weeks on and off. The procedure was completed with no reported injury.